Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the atrial lead had high impedance and that an atrial lead warning recently occurred. The patient was also reported to be in atrial fibrillation. The lead is still in use. No patient complications have been reported as a result of this event.